Manufacturer narrative:
(B)(4). This event was initially evaluated and made non-reportable. Additional info was received on (B)(6) 2015 which changed the event to reportable.

Event description:
It was reported to the field service representative (fsr) from the cath lab clinical instructor (ci) at 10:35 am est that the ci stated the staff had an issue with the intra-aortic balloon pump (autocat2wave, s/n (B)(4)). The helium failed to inflate the intra-aortic balloon (iab) despite adequate helium in the tank. They used the troubleshooting guide on the display, with only temporary resolution. The pump is located in the cath lab storage room and waveform strips are available. As a result, the fsr requested the strips. The pump issued "unable to refill" alarm followed by "purge failure" alarms and "helium loss 2" alarms. The ci forwarded pt related questions to the critical care nurse that experienced the problem and there was no response. A service call was scheduled for 01/06/2015. There was no report of pt death, injury or medical/surgical intervention required. No x-ray was performed for review. Additional info received on (B)(6) 2015 from the fsr stated that per the staff the pump was scheduled to come off when they had the problem. They did not put another pump on, just took this one off and removed the iab. There was no harm to the pt according to the cath lab nurse. Update received on (B)(6) 2015 from the rn critical care unit-cv team lead stated that they immediately began hand pumping with the syringe when the failure occurred. The helium tank was changed twice. They did not have a spare iabp in unit. The house supervisor was called and they brought an extra machine from the cath lab. After changing the tank they reconnected and regained a poor waveform initially, but then recovered into a normal waveform with normal timing. The doctor was advised of the situation. This pt was supposed to have pci (percutaneous coronary intervention) the following day. The male pt had already had pro ximal stent lad (left anterior descending) with initial stemi (segment elevation myocardial infarction). Planned intervention the next day was two additional stents to lad, mid and distal then remove iabp. The interventionist decided to go ahead and remove the iabp so not to have further problems in the middle of night. No harm to pt. Another rn stated the above statement was a good summary of what transpired. Only addendum would be the iabp alarmed low helium, (even though the last helium reading was approximately 444) so the first thing this rn did was to change the helium tank; it continued to alarm with no iab waveform. So this rn immediately hand pumped the iab with syringe while another nurse was troubleshooting the pump and changed the helium tank again. We reattached and had an iabp waveform present again, which briefly lasted as the pump stopped again. The rn hand pumped the balloon again while the other nurse was troubleshooting and cleaning out the condenser. We reattached the iab to the pump and we initially had an abnormal waveform which corrected itself. We regained a normal waveform with a normal 1:1 ratio. A third rn stated there were no further issues with this pump; it was in use last week for approximately four days. Field service report: symptom - pump unable to refill, purge failure and possible helium leak alarms while on pt. Reason for service: repair. Findings/action taken: replaced pcs (pneumatic control sensor) assembly. The pump is back in service. Software level: (B)(6).